Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was unable to be placed due to lack of primary stability. The procedure was not completed using another device.

Manufacturer narrative:
Supplemental medwatch has been provided as the product has now been returned to manufacturer sections updated: b4: date of this report. D9: device availability and product return date. G3: date pce was approved. G6: type of report and follow up number . H2: follow up type. H6: additional adverse event problem codes. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.